Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. It was unknown that customer was using auto mode or not. Customer stated they received change sensor alert. Customer declined troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.